Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement. The stylet could not be inserted into the lead in order to reposition it. Therefore, a new lead was implanted.